Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679. General data protection regulation, patient identifiers were not collected or recorded and therefore are not available. Explant date: lens remains implanted, therefor not explanted. Telephone number: (B)(6). The intraocular lens (iols) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor wanted to insert the lens in the eye of the patient, it appeared that the cartridge had split. A piece of the cartridge had broken off and came in the eye of the patient. The piece was removed from the eye and no patient injury reported. It was noted that the patient has fully recovered. No further details were provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 20 october 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint smartload device revealed that it was received with the interior coated in viscoelastic residue. Inspection of the cartridge tip revealed that it was cracked. Further inspection of the handpiece revealed no issues that could cause or contribute to the observed issue. The complaint issue of cartridge tip cracked/damaged was identified during product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of foreign material - loose was not confirmed; therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.